Event description:
It was reported that in 1998, the patient had a total left knee replacement. Two months later the upper end of the incision was excised because puss was breaking through. In july 1998 drainage of the wound was performed again. Fifteen days later patient was referred to another hospital. The wound area was excised deeper and the "infection stitch" was removed from near the bone. In august 1998, the last packing of the wound was removed. The patient complained of deep pain.